Event description:
It was reported that the lead would be replaced due to fracture, and that the lower patient alert limits triggered the alarm. The lead was replaced. No patient complications have been reported as a result of this event. Additional information was received from the patient's wife reported that "it started beeping and lead was replaced right away, he didn't have any shocks." It was also reported that there was sensing difficulty, oversensing, noise, high impedance, and a lead failure. The lead was capped and replaced. No patient complications have been reported as a result of this event.